Event description:
It was reported that the battery oscillator device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional, did not engage when power was applied and the triggers were jammed. Therefore, the reported condition was confirmed. It was determined that the electronic control unit did not function properly and the trigger components were worn. The assignable root cause was determined to be most likely due to normal wear on electrical and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.